Manufacturer narrative:
Additional information: due to new information this is for one patient. The patient had gastric ulcers and stomach cancer. Everything for the one patient was reported under MDR 1221359-2021-02808 making this MDR 1221359-2021-02809 no longer reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02808.

Event description:
The customer reported potentially a total of three (3) false positive results with the ID now covid-19 assay performed with two patients. However, based on the information provided by the customer, it is not clear which patient had two false positive results. This MFR. Addresses patient (2) of (2). The customer reported one (potentially two) false positive result on a direct tested nasopharyngeal mentip 1px1503p swab with ID now covid-19 performed on (B)(6) 2021. Confirmation testing was performed with lamp, pcr, and antigen and that provided negative results, (CT values not provided). Per the customer, the patient was in their 70's with gastric ulcer, and stomach cancer.